Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap separated from the rest of the implant. The broken implant was fully removed and replaced, and the procedure was completed. The patient is doing well postoperatively.

Manufacturer narrative:
The reported allegation of the spindle cap being separated from the rest of the implant was confirmed. Moreover, the actuator shaft was found to be outside of the main body. It was assessed that the detachment of the spindle cap was due to excessive force. This damage indicates that the failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap separated from the rest of the implant. The broken implant was fully removed and replaced, and the procedure was completed. The patient is doing well postoperatively.

Manufacturer narrative:
Correction to supplemental MDR in blocks: b1, b2, and h6. The reported allegation of the spindle cap being separated from the rest of the implant was confirmed. Moreover, the actuator shaft was found to be outside of the main body. It was assessed that the detachment of the spindle cap was due to excessive force. This damage indicates that the failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap separated from the rest of the implant. The broken implant was fully removed and replaced, and the procedure was completed. The patient is doing well postoperatively.